Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data of 2.72v, 13ua, 7kohms and 2.71v, 12ua , 7 kohms. Measured data taken in june 2003 was 2.66v, 14ua, 10 kohms. Measurements will be taken again when the patient is seen in two months.